Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a strange sensation from their left ventricular (lv) lead since the implant of their device system. It was noted that some reprogramming had been done but the strange sensation persisted. A device check was performed and no issues were observed. The lv lead remains in use. No further patient complications have been reported as a result of this event.